Event description:
Complainant alleged that while attempting to treat a pt (age and gender unk) the device was unable to pace. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product for eval and this complaint is still under investigation.